Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the full lead was returned, analyzed, and no anomalies were found. There was blood on the outer tubing at various locations throughout the length of the lead, on all the conductors near the tip of the lead, and on the lobe mechanism. (B)(4) the full lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported that the left ventricular lead dislodged. The lead was explanted and the physician tried to implant another lead. An acceptable position could not be found, so the lead was not used. No patient complications have been reported as a result of this event.